Event description:
As reported, the operator pressed the plug deployment button on the 7f exoseal vascular closure device (vcd) and remained for a few seconds to pull out the blocker and found that the plug did not release. Finally, compression was applied to establish hemostasis instead. There were no reports of patient injury. A 70-year-old female patient was treated for carotid artery stenosis. The surgeon had many years of experience using the exoseal. The left femoral artery was perforated retrogradely, a short cordis sheath was used, and the 7f exoseal was used to block the stenosis. An attempt was made to insert the blocker into the sheath at a 45-degree angle, and a slowing of pulsatile blood flow was observed during retraction. Retraction continued and the indicator window changed from black and white to black and black. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the operator pressed the plug deployment button on the 7f exoseal vascular closure device (vcd) and remained for a few seconds to pull out the blocker and found that the plug did not release. Finally, compression was applied to establish hemostasis instead. There were no reports of patient injury. A 70-year-old female patient was treated for carotid artery stenosis. The surgeon had many years of experience using the exoseal. The left femoral artery was perforated retrogradely, a short cordis sheath was used, and the 7f exoseal was used to block the stenosis. An attempt was made to insert the blocker into the sheath at a 45-degree angle, and a slowing of pulsatile blood flow was observed during retraction. Retraction continued and the indicator window changed from black and white to black and black. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile exoseal vascular closure device (7f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the unit was already deployed upon receipt. A high magnification evaluation was executed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device since the device was received without the plug, indicating properly deployment. The guard was locked and no anomalies were noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Without procedural films and based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed the IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.